Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07june2019. The manufacturer¿s international service technician confirmed the reported led issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported issue. The unit was checked overall, run, cleaned and functionally tested and no other abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported led flickering was found. There was no patient involvement.